Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom, it was reported that on 21-jun-2024 one infusion set was leaking at quick release and infusion set is use for 1 day. No further information available.